Event description:
Bella blanket was mis-applied causing a large air bubble to appear as artifact on the mammogram image. The artifact interfered with the interpretation of the mammogram and the mammogram had to be repeated.

Manufacturer narrative:
The technician admitted to not properly applying the bella blanket and checking for air bubbles as instructed.